Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the powered itself off when the shock button was pressed. The device was powered back on and the user was able to successfully deliver a shock less than 2 minutes later. This issue is consistent with an evaluation performed by physio-control performed on another device. When the issue occurs, the device does not deliver energy when prompted and disarms itself after being rebooted. Physio-control replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and was unable to determine a further component root cause for the reported issue.

Event description:
The customer contacted physio-control to report that their device was not shocking properly during an event. The customer advised that personnel attempted to change the joules but that it continued to not work. The customer advised that he had no further details about the reported issue. The customer further advised that there were no adverse effects to the patient as a result of the reported issue. A backup device, also a lifepak 15, was available and used to continue patient care. The customer advised that he had no further information regarding the patient.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not shocking properly during an event. The customer advised that personnel attempted to change the joules but that it continued to not work. The customer advised that he had no further details about the reported issue. The customer further advised that there were no adverse effects to the patient as a result of the reported issue. A backup device, also a lifepak 15, was available and used to continue patient care. The customer advised that he had no further information regarding the patient.